Event description:
During use of the device for a cardiopulmonary bypass procedure, it was reported that the readings for temp and potassium were very high, even after lab calibration. The perfusionist used an alternate temp probe, along with different blood gases and labs to verify levels. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.